Event description:
It was reported via repair work order that the switch assembly is damaged causing the unit to move up on it's own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.